Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/24/2024. An investigation was conducted on 06/05/2024. A visual inspection was conducted. Both the cannula and harvesting device were returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact cannula or the intact c-ring. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. Charred material was observed on the tip of the heater wire. The heater wire was observed to be flexed away from the hot jaw from the center of the hot jaw with detachment of the heater wire at the tip of the hot jaw. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent wire" was confirmed. The lot #3000379692 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that at the end of an endoscopic vein harvesting procedure, vasoview hemopro 2 tip was broken. While they were sealing branches with the hpii device, they noticed that the metal plate had separated from the jaw. It did not fall off. They continued to use the hpii device since it did not appear that there was anything wrong with the function of the jaws. Procedure was completed with the same device. No procedural delay noted. No patient harm/effects.